Manufacturer narrative:
Inspected one opened/used sensor and found sensor cannula retracted inside sensor base. Unable to confirm that the customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 139 mg/dl and the sensor glucose was in 50 ¿s mg/dl at the time of the incident. The customer reported that the pump received calibration error followed by change sensor alarm. The customer reported that the cannula was curved. The customer was advised that the device would be replaced and agreed to return the sensor for analysis.